Event description:
Per medwatch (mw5107654, report date: (B)(6) 2022): spontaneous call cassette malfunction lot 416-3625, error "no disposable line." Patient states that same error happened to her back up pump as well, but she did a new cassette and she is infusing medication with no issue. Patient currently has 7 cassette. Did the product issue cause or contribute to pt or clinical injury? No. Note: it was confirmed lot 416-3625 does not corresponded to any ICU/smith medical cassette number. Additional information received and attached by ICU medical on 28/mar/2022 via email: patient details updated in complaint.